Event description:
Depuy spine received a letter from a pt reporting that the peak cervical plate was inserted to fuse the bone. The bones did not fuse however the plate was left in place. The plate later broke and a second procedure was performed to remove the device. As surgical intervention occurred an MDR is being filed to document this event.